Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02304, 02312, 02313, 02314.

Event description:
It was reported that a patient has been indicated for revision due to an unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: zimmer harris-galante stem, unk catalog #, unk lot #. Zimmer femoral head, unk catalog #, unk lot #. Zimmer harris-galante cup, unk catalog #, unk lot #. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision procedure due unknown reasons. During the procedure, all components were removed and replaced with competitor product. No additional patient consequences were reported.